Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced foreign matter within the fluid path. The following information was provided by the initial reporter. The customer stated: when opened the package, it was found that the foreign bodies inside the barrel. Replace immediately.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign material could not be determined from the photo. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."